Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was reported to be do not resuscitate and all cardiac medications were discontinued, however, device therapy remained programmed on. Additionally, diminished r-wave measurements were observed. Subsequently, the patient received inappropriate shock therapy for sinus tachycardia resulting in therapy exhaustion in the vt-1 zone. The device was reprogrammed to monitor only in the vt-1 zone. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.